Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump has consistent low battery alerts. They had to change the battery every day for the past week. Blood glucose at the time of the incident was 404 mg/dl; treated with a bolus. It was stated that the high blood glucose was caused by eating and the battery draining. It was stated that they replaced the battery cap but issue was not resolved. It was advised the insulin pump would be replaced and agreed to return the product for analysis.